Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose of 600 mg/dl and diabetic ketoacidosis. She was treated with an intravenous drip. Significant events reportedly leading to the emergency room visit included obesity and hypertension. Troubleshooting was declined.